Manufacturer narrative:
Corrosion was noted throughout the internal components of the device.

Event description:
The micro oscillating saw was sent for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.